Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed motor failed self-test. Customer's blood glucose was 5.8 mmol/l at the time of the incident. It was reported that insulin pump was able to rewind and that boluses were recorded in the history. It was reported that the alarm only occurred once and the customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.